Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Please note attached list of add'l devices implanted in this pt:

Event description:
In 2005, this pt received a gore excluder aaa endoprosthesis trunk ipsilateral leg component and contralateral leg component. Sometime later, both devices were explanted. Further investigation is underway.